Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.